Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg 36 mg/dl); cause was not known. Customer went to the emergency room (ER) and was given orange juice to drink. Blood test was performed. After 30 minutes, customer left ER in stable condition; bg was 62 mg/dl. Customer did not have their cgm supplies at the time of event and relies on cgm readings to assist with managing bg levels. As event occurred in the past, tandem technical support was unable to determine a possible cause of event.